Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 3. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(1/17/2014) correction: this complaint of an error 3 message should have been ruled out since it was documented as an error 3, but further investigation revealed that it was actually an error 2 and an error 4.